Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('get sharp stabbing pains inside her uterus'), menorrhagia ('worst periods, she was soaking thru a super tampon and an overnight maxi pad in, bleeding everywhere') and angina pectoris ('feeling like I was having a heart attack') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "was unable to go back for the 3 month follow" in 2012 and device placement issue "it appears that her coils were never inserted correctly". The patient's medical history included gravida in october 2011. She has had sleep studies done and no reason for these migraines ever appear. Concomitant products included propofol. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), syncope ("faint"), lethargy ("slightly lethargic monthly"), menstruation delayed ("when her periods are not pouring out of her, they are non existent, she is currently 61 days past her cycle date"), endometriosis ("endometriosis"), dysmenorrhoea ("period pain is so extreme she could not even walk"), abdominal distension ("bloated"), migraine ("migraines daily"), fatigue ("forever tired, fatigued"), tooth fracture ("teeth have all gone to hell, crumbling off"), pain ("body aches"), paraesthesia ("tingling in the extremities"), alopecia ("hair has fallen out on a daily basis"), asthenia ("she has never had energy"), loss of libido ("sex drive is completely gone"), dyspareunia ("sex hurts bad"), angina pectoris (seriousness criterion medically significant) and anxiety ("anxiety") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain has averaged about 10 pounds"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine pain, menorrhagia, syncope, lethargy, menstruation delayed, uterine leiomyoma, endometriosis, dysmenorrhoea, weight increased, migraine, fatigue, tooth fracture, pain, paraesthesia, alopecia, asthenia, loss of libido, dyspareunia, angina pectoris and anxiety outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, alopecia, angina pectoris, anxiety, asthenia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, lethargy, loss of libido, menorrhagia, menstruation delayed, migraine, pain, paraesthesia, syncope, tooth fracture, uterine leiomyoma, uterine pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): scan brain - on an unknown date: results: no reason for these migraines ever appear. Concerning the injuries reported in this case, the following ones were reported via social media: angina pectoris, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('get sharp stabbing pains inside her uterus'), menorrhagia ('worst periods, she was soaking thru a super tampon and an overnight maxi pad in, bleeding everywhere') and angina pectoris ('feeling like I was having a heart attack') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "was unable to go back for the 3 month follow" in 2012 and device deployment issue "it appears that her coils were never inserted correctly". The patient's medical history included gravida in october 2011. She has had sleep studies done and no reason for these migraines ever appear. Concomitant products included propofol. In january 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), syncope ("faint"), lethargy ("slightly lethargic monthly"), menstruation delayed ("when her periods are not pouring out of her, they are non existent, she is currently 61 days past her cycle date"), endometriosis ("endometriosis"), dysmenorrhoea ("period pain is so extreme she could not even walk"), abdominal distension ("bloated"), migraine ("migraines daily"), fatigue ("forever tired, fatigued"), tooth fracture ("teeth have all gone to hell, crumbling off"), pain ("body aches"), paraesthesia ("tingling in the extremities"), alopecia ("hair has fallen out on a daily basis"), asthenia ("she has never had energy"), loss of libido ("sex drive is completely gone"), dyspareunia ("sex hurts bad"), angina pectoris (seriousness criterion medically significant) and anxiety ("anxiety") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain has averaged about 10 pounds"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine pain, menorrhagia, syncope, lethargy, menstruation delayed, uterine leiomyoma, endometriosis, dysmenorrhoea, weight increased, migraine, fatigue, tooth fracture, pain, paraesthesia, alopecia, asthenia, loss of libido, dyspareunia, angina pectoris and anxiety outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, alopecia, angina pectoris, anxiety, asthenia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, lethargy, loss of libido, menorrhagia, menstruation delayed, migraine, pain, paraesthesia, syncope, tooth fracture, uterine leiomyoma, uterine pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): scan brain on an unknown date: results: no reason for these migraines ever appear. Concerning the injuries reported in this case, the following ones were reported via social media: angina pectoris, anxiety. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, outcome was updated for abdominal distension as recovering/resolving. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.